Event description:
Reporter alleged obtaining discrepant blood glucose results of 210 mg/dl, 160 mg/dl and 98 g/dl on advantage system 1 compared back to back with results of 180 mg/dl, 250 mg/dl and 110 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550600, expiration date 07/31/2009).